Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer had augmentation issues after switching over to the fluid filled lumen for alternate arterial pressure (ap) access. The customer was assisted in troubleshooting the issues and in switching over to the patient's radial arterial line at the physician's request. The console was functioning well with no issues or alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.